Event description:
It was reported that this right atrial (ra) lead was dislodged and was repositioned successfully. Other than increased follow up due to the device, no additional adverse patient effects were reported.